Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near where the infuse was implanted in the surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was diagnosed with scoliosis around the age of 13. On (B)(6) 2009: the patient underwent a posterior spinal fusion and implanted with rhbmp-2/acs. Post-op, patient alleged of developing an infection, causing a significant amount of pain. After further evaluation, it was revealed that patient's hardware had become infected and that he would require two additional revision surgeries. On (B)(6) 2009: the patient underwent two additional revision surgeries. The patient was implanted with rhbmp-2/acs. Patient was a minor at the time of the surgery.